Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4) was evaluated at the customer's site. The reported complaint of "the thermogard system failed to detect that the roller pump lid was closed" was confirmed during functional testing. The root cause of the reported complaint was the defective hall sensor board in the pump raceway assembly, most likely attributed to wear and tear. The thermogard console was manufactured in march 2015, and it is over 7 years old, well beyond its expected service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. In addition, unrelated to the reported complaint, the air filter was observed dirty. The air filter was cleaned to address the issue. Also, unrelated to the reported complaint, observed top lid hinge screws were loose. Screws were tightened to address the issue. The event log review showed no significant discrepancies. During functional testing, the thermogard failed the power on self-test as the closed roller pump lid could not be detected; thus, confirming the reported complaint. The root cause was attributed to the defective hall sensor board. There were no traces of dried saline observed in the pump raceway that could have contributed to the malfunction of the hall sensor board. The roller pump raceway assembly was replaced to remedy the reported issue. Following service, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During setup, the thermogard console (sn (B)(4) failed to detect that the roller pump lid was closed. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.